Event description:
The company sent this description: staff were unable to turn off our new gomco g180 portable aspirators. Upon investigation, biomed staff that the entire new fleet (~30) were all defective. The circuit boards do not sit correctly on the face plates, causing the on and off buttons not to work easily. Our supervisory biomedical equipment support specialist did a deep dive and found that there were 2 screws of one type/ selftapping and a third of a different type/ standard threaded screw. One screw was stripped and the other wasn't tight enough to keep board flush.